Event description:
A nurse reported following the intraocular lens implantation the patient had experienced irregular astigmatism, and the lens was explanted in a secondary procedure and replaced with another lens. Additional information has been requested and received stating that the reason for the explant was due to having poor vision. It was also further clarified that the irregular astigmatism that the patient complained about was not able to be detected or diagnosed before cataract surgery. Patient received replacement lens on left eye (os). No patient harm was reported. Patient was not hospitalized as a result of this event. Patient¿s issues have been resolved. Doctor¿s prognosis was indicated as good outcome after explant-new lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only a portion of the lens was returned in a small non-company peel pouch. Solution was dried on the returned lens portion. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The file indicated the use of a qualified cartridge and handpiece. The viscoelastic indicated is not qualified for the lens/cartridge/handpiece combination used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The file indicated that the company monofocal lens of 24.5 diopter, add power +2.2 & 3.2 lens was exchanged for a non-company monofocal lens of 23.5 d. Information was provided that indicated that in the surgeon's opinion, there was no quality issue with the lens that caused or contributed to the event. Due to the exchange of a multifocal lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).